Event description:
Patient was found to have clogged ng feeding tube. Nursing tried multiple times to flush tube and restore patency. These attempts were unsuccessful. The physician then was able to push water through the tube when trying to restore patency. Later that day, nurse noted that the patient would cough when the tube was flushed. The tube was removed at that time and found to be severed. Patient went to operating room the next day for an unrelated procedure. At that time, the other end of the feeding tube was retrieved endoscopically. This was saved and will send back to the manufacturer.